Event description:
Related manufacturer reference number: 2017865-2023-25007. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed premature battery depletion on the pacemaker and found high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead and pacemaker. The patient was in stable condition.

Manufacturer narrative:
Correction: for product not returning h6 codes.